Event description:
It was reported that "pixels are going out on touchscreen". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.